Event description:
Additional information was received on (B)(6) 2011, when it was reported that the patient's treating neurologist is leaving the practice and multiple calls to his office to obtain additional information were unsuccessful. As the physician is leaving the practice, no further information can be obtained from him regarding the patient's events. The patient underwent surgery on (B)(6) 2011, where only the generator was explanted and replaced. During surgery, pre-operative systems and normal mode diagnostics were performed which resulted in ok/ok/2/yes. Diagnostics post replacement were not provided. The explanted generator has been returned to the manufacturer and analysis is currently underway.

Manufacturer narrative:
Brand name, corrected data: previous reports provided the information for the lead however additional information received indicates the issue was due to the generator therefore the information has been corrected on this report. Type of device, name, corrected data: previous reports provided the information for the lead however additional information received indicates the issue was due to the generator therefore the information has been corrected on this report. Model #, serial #, lot #, expiration date, corrected data: previous reports provided the information for the lead however additional information received indicates the issue was due to the generator therefore the information has been corrected on this report. If implanted, give date: previous reports provided the information for the lead however additional information received indicates the issue was due to the generator therefore the information has been corrected on this report. If explanted, give date: previous reports provided the information for the lead however additional information received indicates the issue was due to the generator therefore the information has been corrected on this report. Device available for evaluation? If yes, returned to manufacturer, corrected data: previous reports provided the information for the lead however additional information received indicates the issue was due to the generator therefore the information has been corrected on this report. Device evaluated by MFR, corrected data: previous reports provided the information for the lead however additional information received indicates the issue was due to the generator therefore the information has been corrected on this report. Device manufacture date, corrected data: previous reports provided the information for the lead however additional information received indicates the issue was due to the generator therefore the information has been corrected on this report. Method, results, conclusion, corrected data: previous reports provided the information for the lead however additional information received indicates the issue was due to the generator therefore the information has been corrected on this report.

Event description:
It was initially reported that a patient did not believe her vns device was working because she was having an increase in seizure activity. The patient was still experiencing voice alteration with stimulation. Additional information received at a later date revealed that the patient was going to be referred for full revision surgery due to high lead impedance readings obtained during device diagnostics. It is unknown the exact date these results were obtained. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming/device diagnostic history.

Event description:
Product analysis of the explanted generator has been completed and it was found to be at end of service as the result of normal expected battery depletion. The generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the generator. Attempts are still being made to obtain device diagnostics post generator replacement to determine the cause of the high lead impedance that was reported.

Event description:
Additional information was received including post-operative diagnostics which indicates that there was no issue with the implanted lead. When attempting to verify with the neurologist and surgeon as to whether or not high lead impedance readings were actually obtained and when, neither physician could provide the dates or results however if it was obtained, it was most likely due to normal depletion of the battery found within the generator.